Manufacturer narrative:
On 01/23/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a cranial procedure, after an inter-op scan, they were loading scans to merge to a pre-op computed tomography (CT). The surgeon selected the stealthmerge button in the navigate screen, the navigation system exited and displayed a blue screen. The medtronic representative used ctrl alt backspace and was able to proceed normally without further issue. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Log analysis was performed in relation to the navigation system. The logs found that a segmentation fault occurred in the multi-view component. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.